Manufacturer narrative:
After lens explant, a replacement lens was placed during the same procedure. (B)(4) - severe dysphotopsia. The returned sample was inspected at the manufacturing site under 12x microscope magnification. The lens was received in two (2) pieces. The lens optic was cut in two, most probably related to explant process. Visual inspection revealed some shallow scratches and lens can be identified as tecnis multifocal acrylic 1-piece intraocular lens (iol) because of the presence of a diffractive ring pattern on lens optic. Due to the damaged condition of the lens, no further investigation was possible. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. There are no associated nonconformity material reports with respect to the order number. Review of the sterilization records showed no deviations. Results of environmental monitoring records showed no deviations for the associated order number. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the patient's left eye in a secondary procedure owing to the patient experiencing symptoms of severe dysphotopsia, unable to adapt to multifocality resulting in severe impaired vision. The event was considered to be moderate in severity and the patient was still under treatment at the time of preparing this report.

Manufacturer narrative:
(B)(4). All pertinent information available to the abbott medical optics has been submitted. Placeholder.